Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between the supply line of the cassette and the solution bag was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell one of four. The patient was connected at the time of the alarm. The patient stated that the bag on the blue clamp line had disconnected from the line. The technical service representative (tsr) assisted the patient with removing the set up. The patient stated they would start over with new supplies. The patient stated there had not been anything unusual about the supplies; the connections had been secure and easy to make. The patient stated they had people come in to clean their carpets while they were performing therapy and was unsure if one of the cleaners had knocked the homechoice and supplies. The patient was unsure how the disconnection had happened and did not see any damage to the cassette or bag when taking down the set up. The technical service representative reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.